Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Field service was not dispatched. There were no further tickets related to the reported issue. The issue was considered resolved. The most probable cause of the reported event could not be determined.

Event description:
On (B)(6) 2017, a customer reported a failed american proficiency institute (api) survey results with their aia-360 analyzer. They reported that the parathyroid (pth) and thyroxine (t4) reported out lower than the range. They stated that all controls were in range and there were no analyzer issues. Technical support suggested that they use the mac controls they have in-house for additional verification. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.